Manufacturer narrative:
Evaluation summary:this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.correction informationg6: follow up #1h2: type of follow uph6: coding changed based on the investigation resultadditional informationd9: device available for evaluationh3: devide evaluated

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. The device is currently pending return to pentax (B)(4) for further evaluation. . On 22-nov-2021, a device history record (DHR) review for model ec38-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 28jan2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec38-i10nl. In the event reported, the user stated during a colonoscopy the screen became blurred and would not clear with screen washer. The customer also stated there is potential for not being able to see important pathology or stop bleeding if the physician cannot see what they are looking for. The customer stated there was no immediate patient harm, but may require a follow-up examination sooner than would have otherwise been scheduled. Potential missed cancerous growths could lead to false negative cancer diagnosis with serious health repercussions several months to years down the line. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.